Event description:
It was reported that a 6fr sheath to dorsalis pedis for pedal access was gained and a 2.0 classic diamondback peripheral orbital atherectomy device (oad) was advanced to 90% stenosed, heavily calcified, non tortuous proximal anterior tibial (at) for treatment. The vessel diameter was 3.5 mm. The sound of device bogging down was heard and when the physician pulled the oad, it was unsuccessful. Several attempts were made to pull it out, but it was unable to remove the oad. The catheter was cut off the device and attempted to remove again, but it failed. After several more attempts, the catheter separated and an attempt was made to snare the crown out, but was unsuccessful. The crown was stuck in distal anterior tibial artery and a stent was placed over the crown to keep it in place. It is unknown why the oad was stuck. The patient was discharged the same day and was stable.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis was performed on the returned device. The reported entrapment of device, foreign body in patient, and unexpected medical intervention could not be confirmed through analysis due to the operational context of the reported complaints. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported stuck driveshaft appears to be related to circumstances of the procedure. The oad was returned with the driveshaft and engaged guide wire cut. The distal driveshaft and guide wire segments were not returned for analysis. Engineering review of the device data log showed that the 5th and 6th spin on low speed ended in a stall. It is unknown if the stall events in the data log are related to the stuck device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 6fr sheath to dorsalis pedis for pedal access was gained and a 2.0 classic diamondback peripheral orbital atherectomy device (oad) was advanced to 90% stenosed, heavily calcified, non tortuous proximal anterior tibial (at) for treatment. The vessel diameter was 3.5 mm. The sound of device bogging down was heard and when the physician pulled the oad, it was unsuccessful. Several attempts were made to pull it out, but it was unable to remove the oad. The catheter was cut off the device and attempted to remove again, but it failed. After several more attempts, the catheter separated and an attempt was made to snare the crown out, but was unsuccessful. The crown was stuck in distal anterior tibial artery and a stent was placed over the crown to keep it in place. It was unknown why the oad was stuck. The patient was discharged the same day and was stable.